Event description:
It was reported the lead unipolar impedance was 459 ohms and bipolar impedance was 258 ohms. Low impedance was also reported. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.